Event description:
Tap- it was reported that 163 days after implantation of a 3.0x16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure the target lesion was located in the mid left anterior descending artery (lad). A pre-intervention stenosis was not reported. Percutaneous transluminal coronary angioplasty was performed using a 2.0x12mm voyager balloon. A 3.0x16mm taxus stent was then deployed at 16 atm in the region of the lesion. It was not reported that the stent was post-dilated. A post-intervention restenosis percentage was not reported. The patient received heparin and intracoronary nitroglycerin during, and plavix after the procedure. The patient tolerated the procedure well. Complications were reported as "none". The patient presented 163 days after the initial procedure with in-stent restenosis in the mid lad. The percentage of restenosis was not reported. The lesion was pre-dilated with a 2.0x2mm quantum maverick balloon. A 2.5x28mm cypher stent was deployed at 18 atm in the region of the lesion. The stent was post-dilated with a 3.0x16mm maverick balloon. A post intervention residual stenosis was not reported. The patient was given angiomax during the procedure. The patient tolerated the procedure well. Complications were reported as"none"

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8377889 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information became available; a supplemental medwatch report will be filed.